Event description:
The user found she had an erroneous iron result for one pt serum sample when it was repeated because the result was high. The initial result was 335 ug per ml, the repeat result was 124 ug per ml. The erroneous result was not reported. No other pt samples were repeated. On (B) (6) 2009, the user repeated the same sample 20 times with the following results: 123.3,121.9, 124.0, 122.6, 123.3, 121.4, 123.6, 122.3, 120.9, 121.1, 121.6, 122.6, 119.4, 120.7, 120.9, 121.1, 120.7, 120.9, 120.7, 120.9 ug per ml. The field service rep determined the cause was the reagent pack and replaced it. To verify the analyzer operation, he ran calibration, control, and precision with no errors and acceptable results.

Manufacturer narrative:
The investigation determined there was an issue with the reagent. The issue was resolved by the user replacing the reagent pack. No adverse events were reported.